Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's support arm assembly and broken axle shafts. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device's support arm was broken and would not stay locked into the back plate. As a result, the device may be unable to provided automatic CPR to a patient, if needed. There was no report of patient use associated with the reported event.